Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer intermittently received inaccurate fill estimates after loading multiple cartridges with insulin. Reportedly, the cartridge was filled completely and the insulin gauge was displaying two bars. The customer was unsure if blood glucose (bg) level was impacted; however, there was no reported impact to the customer's bg level. On (B)(6) 2016, during a follow-up call, the customer reported filling the cartridge with 300 units of insulin, and insulin gauge displayed a fill estimate of over 240 units of insulin. Tandem technical support educated the customer regarding the insulin gauge calculations.